Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Fluid is in the fluid line. Electrodes have been used. All the electrodes have eroded. Bio debris is present. Product was out of the original packaging and no packaging was returned. A functional evaluation was performed on the returned device and found it registered settings (7,3). Coagulation and plasma were generated as intended with the available electrode pieces. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include using the wand above default output settings, thus causing the electrodes to become eroded extensively; or pressing the tip against hard or bony surfaces, thus causing the electrodes to become eroded extensively. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the electrode of the evac 70 wand had been detached from the tip. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).